Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturing date and use before date could not be located in the manufacturing database. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. From (B)(6)-2014 through (B)(6)-2015, average rv pacing impedance measured between 299-311 ohms. It measured 419 ohms at implant. Ave rv thresholds remained steady between 0.75 and 0.875v. Zero short circuit paces. Concomitant products: product ID: imx49b lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was low impedance and increased threshold on the right ventricular (rv) lead. It was suspected there was insulation failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.